Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had chipped reservoir lip ring. The customer's blood glucose was 131 mg/dl at the time of incident. The customer reports reservoir was not able to locked in place. The pump will be returned for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip and missing reservoir tube lip o ring. However, device passed displacement test. Test p-cap or reservoir will not lock in place due to broken reservoir tube lip.